Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. 689940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2010. The patient's medical history included obesity, c-section, gravida ii, parity 2, ovarian cyst, dysfunctional uterine bleeding and chronic pain. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011 for contraception. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety / mental anguish"). The patient was treated with surgery (la total hysterectomy ((B)(6) 2012),oophorectomy and salpingectomy on (B)(6) 2012 and tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and menorrhagia had resolved and the vaginal haemorrhage, depression, anxiety, migraine, headache, nausea, dysmenorrhoea and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details - coils visible : left: 6-10 and right: 3-5. Current weight (B)(6). Discrepancy noted in hsg result: in the previous version, bilateral occlusion was provided as the result while in the current follow-up, unilateral occlusion is reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded) and the right tube was not closed.; on (B)(6) 2011: unilateral occlusion (left tube occluded) and the right tube was not closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: pfs and mr received : medically confirmed case. Reporter and patient demographics were added. Medical history, laboratory data were added. Updated suspect drug indication. Event plaintiff began to experience complications replaced with pelvic pain, vaginal bleeding, menorrhagia, psychological or psychiatric problems condition: depression, anxiety / mental anguish, migraines, headaches, nausea, dysmenorrhea (cramping), fatigue and failure to occlude (close) fallopian tube(s) added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 23-year-old female patient who had essure (batch no. 689940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2010. The patient's medical history included overweight, multiple caesarean sections, gravida ii, parity 2, ovarian cyst, dysfunctional uterine bleeding and chronic pain. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011 for contraception. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety / mental anguish"). The patient was treated with surgery (la total hysterectomy (B)(6) 2012, oophorectomy and salpingectomy on (B)(6) 2012 and tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and menorrhagia had resolved and the vaginal haemorrhage, depression, anxiety, migraine, headache, nausea, dysmenorrhoea and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details - coils visible : left: 6-10 and right: 3-5. Current weight 145 lbs. Discrepancy noted in hsg result : in the previous version, bilateral occlusion was provided as the result while in the current follow-up, unilateral occlusion is reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded) and the right tube was not closed.; on (B)(6) 2011: unilateral occlusion (left tube occluded) and the right tube was not closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 23-year-old female patient who had essure (batch no. 689940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2010. The patient's medical history included overweight, multiple caesarean sections, gravida ii, parity 2, ovarian cyst, dysfunctional uterine bleeding and chronic pain. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011 for contraception. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychaitric problems- condition: anxiety / mental anguish"). On (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation ("migration"). The patient was treated with surgery (la total hysterectomy ((B)(6) 2012),oophorectomy and salpingectomy on (B)(6) 2012 and tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the device dislocation, depression, anxiety, migraine, headache, nausea, dysmenorrhoea and fatigue outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details - coils visible : left: 6-10 and right: 3-5. Current weight 145 lbs. Discrepancy noted in hsg result : in the previous version, bilateral occlusion was provided as the result while in the current follow-up, unilateral occlusion is reported. She had been treated for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded) and the right tube was not closed.; on (B)(6) 2011: unilateral occlusion (left tube occluded) and the right tube was not closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event migration added. Event outcome of bleeding changed to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration') in a 23-year-old female patient who had essure (batch no. 689940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2010. The patient's medical history included overweight, multiple caesarean sections, gravida ii, parity 2, ovarian cyst, dysfunctional uterine bleeding and chronic pain. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011 for contraception. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychaitric problems- condition: anxiety / mental anguish"). On (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (la total hysterectomy ((B)(6) 2012),oophorectomy and salpingectomy on (B)(6) 2012 and tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the device dislocation, depression, anxiety, migraine, headache, nausea, dysmenorrhoea and fatigue outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details - coils visible : left: 6-10 and right: 3-5. Current weight 145 lbs. Discrepancy noted in hsg result : in the previous version, bilateral occlusion was provided as the result while in the current follow-up, unilateral occlusion is reported. She had been treated for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded) and the right tube was not closed.; on (B)(6) 2011: unilateral occlusion (left tube occluded) and the right tube was not closed. Lot number: 689940 manufacturing date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. Seriousness criteria added to device dislocation. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.